Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively established through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they underwent heart transplantation (MFR #: 2916596-2025-06090). The heartmate 3 lvas IFU, rev. An is currently available. The IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. The IFU also outlines the recommended anticoagulation regimen, including international normalized ratio range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient experienced bleeding, upper gastrointestinal tract, lower gastrointestinal tract and other (tested for suspected gastrointestinal bleeding, but the source of bleeding was unknown). Blood transfusion was given to the patient. They were on warfarin at the time of the event. The cause of bleeding was thought to be complex medical management. The patient was admitted from (B)(6) 2024.